Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but noted to be missing upper rear label. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; error "1870" was duplicated during motor run test as a result of a faulty motor and broken optic switch orange wire. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing, the problem source was determined to be unknown.

Event description:
Information was received that a smiths medical cadd legacy had lec 1870 during testing; no patient involvement.